Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspection was performed and noted a piece of plastic free floating inside the bag with the liquid. The particulate was further analyzed using fourier transform infrared spectroscopy (ftir) and was determined to be consistent with a polycarbonate polymer. The tubes were examined for needle strikes and the additive port housing contained damage. The additive port housing is composed of polycarbonate material. A portion of this plastic was characterized using attenuated total reflectance (atrftir) and it was consistent with a polycarbonate polymer and consistent with the isolated particle. Therefore, the cause of the particulate matter was needle strike damage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event occurred on an unspecified date in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag had a piece of plastic inside. This was found after filling with solution. There was no patient involvement. No additional information is available.